Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device presented no damage or irregularities. The rotalink advancer that was used in the procedure was not returned for analysis, therefore, functional testing was performed with a test advancer. The burr catheter was connected to the advancer which was then connected to the rotablator control console system and was able to reach optimum speed with no issues and there were no abnormal noises or leaks. The burr was able to rotate and reach optimum speed during functional testing, and the clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed target lesion was located in a moderate to severely calcified left anterior descending artery(lad). A 1.75mm rotalink burr was selected for use. During the procedure, the burr became stuck in the lesion. It was noted that significant resistance was felt upon advancing and removal of the device. The device was removed directly without any additional intervention and the procedure was completed with a different device. There were no complications reported and the patient was stable following the procedure.

Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed target lesion was located in a moderate to severely calcified left anterior descending artery(lad). A 1.75mm rotalink burr was selected for use. During the procedure, the burr became stuck in the lesion. It was noted that significant resistance was felt upon advancing and removal of the device. The device was removed directly without any additional intervention and the procedure was completed with a different device. There were no complications reported and the patient was stable following the procedure.